Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The ventilator failed pressure transducer test during pre-use check. The conclusion was that the problem was resolved by replacing the preventive maintenance (pm) kit including the nozzle unit. The replacement was not a due preventive maintenance. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).